Event description:
It was reported, the anchor associated with patient's pns system has eroded through the skin. The physician recommended the pns system be explanted, however; the patient declined surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.